Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was cracked. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified that the device top cover, battery, and small knobs were cracked. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The damaged device components were replaced and the device passed all testing.